Manufacturer narrative:
The correct explantation date is (B)(6) 2014; not february 28, 2014, as previously reported. This report is filed september 8, 2014.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The device was explanted on (B)(6), 2014.